Event description:
The fse reported that the system would switch off without warning. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cable. The system operates as intended.